Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All productions steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - boston scientific received info that one month post implanted, during the follow up visit it was noted this atrial lead did not pace appropriately. In addition increased threshold measurements were revealed. An x-ray revealed the device had migrated and this lead was dislodged. A revision procedure was performed, this lead was repositioned. No adverse pt effects were reported. According to available info, this lead was repositioned and remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.